Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed longevity was 20 months. During the follow-up performed on (B)(6) 2017, the subject pacemaker had reached the elective replacement indicator (eri). The pacemaker was replaced on (B)(6) 2017 and is not available for analysis. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 14 september 2016, the displayed longevity was 20 months. During the follow-up performed on 19 june 2017, the subject pacemaker had reached the elective replacement indicator (eri). The pacemaker was replaced on (B)(6) 2017 and is not available for analysis. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.